Event description:
In 2008 - patient had a cimino fistula with a 5 cm long thrombosis. The cimino fistula was thrombectomized and revised. A vascu-guard patch (lot no. 5736735-738782) was used to close the revision. On two months later - the shunt showed an extensive intimal hyperplastic at the location of the patch and a stenosis at the upper and lower end of the patch. The complete area was taken out so that only the back part of the vessel was left in place. A new vascu-guard patch (lot no. 5737131-746221) was implanted and sutured with prolene 6/0 in one-suture-parachute technique. The flow was checked and confirmed intraoperatively. On six days later - patient returned with a stenosis in the area of the distal patchplasty. The stenosis was caused by a thrombophlebitic valve of the vein, which was partially resected. An additional vascu-guard patch (lot no. Not listed) was implanted. Sutures from two months after original date, were "caught and resutured" with the prolene 7/0 with continuous technique. X-rays indicated that the flow as good, but indicated a mid size stenosis with irregular structure in the transition area of the old patch/new patch. The new patch area was reopened and sutures are again "caught" and an older thrombus was found and removed. Flow was rechecked and confirmed to function well. The area was closed with an additional patch. No stenosis was seen under x-ray. On four months later - patient returns with the presumption of a shunt infection and an ulcer. Laboratory chemical tests show minimal inflammation values. Patient was treated with antibiotics to prevent a possible infection. Staphylococci was cultured from the ulcer. Patient returned to the or. The shunt with the patch was resected and replaced with a 10 cm piece of great saphenous vein from the leg. Post-operatively, patient healed well and was sent home. Explants were sent for histological exam and results came back negative.

Manufacturer narrative:
Lot information for 2 of the vascu-guard patches was provided: model# vg-0108n, lot# 5736735-738782, date of manufacture 08/2007, expiration date: 08/2012. Model# vg-0106n, lot# 5737131-746221, date of manufacture 06/2007, expiration date 06/2012. According to the lot records, the devices met specification at the time of manufacture. No product evaluation can be performed; device was not returned to synovis.